Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl acetabular system (right). Reason(s) for revision: pain, alval and component loosening (cup) and malalignment. Update received 5th november 2014. Surgery date amended. Query response received 12th november 2014. Loosened component confirmed to be the cup. Surgeon confirmation form added 17th may 2014. Additional hospital added: (B)(6). Hospital location added: (B)(6). Additional surgeon: (B)(6).

Event description:
The pt was revised to address pain attributed to loosening, malpositioning, and alval.